Event description:
Discordant sodium (na) results were obtained on three patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the monopump, rotary valve and integrated multisensor technology probe and port. The cause of the discordant sodium results is unknown. The cse successfully ran a diluent check and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.